Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA 2014-n-0736-1016, awareness date 28-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. It was reported that she has been constantly and unexplainably sick since insertion. On an unspecified date, she ended up in ER (emergency room) and they were able to determine that one of her coils were missing. She also suffered of hair loss, weight gain, bloating, back aches, ovarian cyst and migraines. In 2014 she had both tubes removed and a total hysterectomy in 2015. She was better, but she is not the same as before. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after an unspecified time it was found that one of her coils was missing. She underwent bilateral salpingectomy and one year later a hysterectomy. This event, interpreted as device dislocation, is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case the exact location of the device was not reported, however given the nature of the event causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.